Event description:
This pi is for revision of right hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding revision due to fretting and disassociation is reported involving v40 metal head. The event of fretting was confirmed based on medical review but event for disassociation was not confirmed. Method & results: product evaluation and results: product inspection - not performed because device was not returned. Clinical review: a review of the provided medical records and/or x-rays by a clinical consultant stated that : ¿ op report (B)(6) 2019 revision right tha - pre/post op diagnosis: "catastrophic right tha failure (femoral head off of stem)" op report notes" ...black metallic debris ... " components removed and changed to 16/155 rest. Mod. Stem, 21/0 body, 36/0 ceramic head, 58 acetabulum, 36/10 degree lateralized x3 poly. Uncomplicated surgery described. No clinical or pmh, no patient demographics, no primary operative reports, no imaging studies, no laboratory results, no examination of explanted components. The revision operative reports appear to confirm the event descriptions, but insufficient data is presented to create a medical report for either of these pis. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text: device not returned.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
This pi is for revision of right hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.